Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.